Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 530 mg/dl at the time of the incident. The customer¿s other blood glucose values were 540 mg/dl and the current blood glucose was 119 mg/dl. The customer reported that they feel okay for troubleshooting. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer had a high blood sugar event while using the recertified replacement insulin pump. The customer reported that they have insulin pen and old reliable insulin pump as the back-up plan. The customer does not allege that the insulin pump was under delivering. The device will not be returned for analysis.